Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in spain, the plan was to implant a 26mm sapien 3 ultra valve in the native aortic position via the transfemoral approach. Loss of pacing capture occurred during the deployment of the valve, resulting in the valve embolizing towards the aorta. The valve was captured and deployed in the descending aorta. A 29mm sapien 3 valve was then prepared with nominal volume. A deep implant was planned with 'slow inflation'. Pacing capture was again lost during the inflation of the second valve. The valve was captured, manipulated into the desired position, and deployed. Post deployment echo indicated the valve was functioning properly with no valve leakage observe. The patient remained hemodynamically stable and was discharged to home without further incident. Both valves remain implanted in the patient.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. A device history review (DHR) review and lot history review could not be performed as no device lot number was provided. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv)procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, the complaints for 'thv embolized into aorta', 'malpositioned thv' and 'deployed valve exhibits paravalvular leak' were confirmed based on the medical record. A review of the complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A review of IFU/training materials revealed no deficiencies. As reported, 'it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach (right femoral artery). At the time of implantation, loss of pacemaker occurred with the presence of a heartbeat that led to a high implant (too aortic) of the valve, leaving it unstable and with moderate regurgitation. It was decided to post-dilate the valve using the same balloon, which lead to the embolization of the valve towards the aorta'. Since the valve deployed too high into aorta, the valve was unable to securely attached to the target site (native annulus), any further manipulation or post dilation could dislodge the valve from the target site resulting in valve embolized into aorta. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to procedural factors (loss of pacing capture, malposition post-dilation), patient factors (poorly calcified aorta, septal hypertrophy) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information received indicated post deployment of the initial valve, moderate paravalvular leak (pvl) was observed. Post dilation of the valve was attempted, resulting in the embolization of the valve into the aorta.

Manufacturer narrative:
Additional information: section d4, section h4.